Event description:
It was reported to philips that the system had reboot problem. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was restarting continuously. Upon troubleshooting actions, the fse replaced the hard disk in the suite pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.